Event description:
It was reported the rv lead was explanted and replaced due to sensing difficulty. The atrial lead was explanted and returned to the manufacturer due high impedances. As such, it was subsequently analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); distal segment returned and analyzed. Evaluation summary: distal conductor fractured; full lead returned and analyzed.